Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact to the customer. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.